Event description:
It was reported that the customer ran out of insulin and when she put the pump on the reservoir setup, it would not do anything. Customer's blood glucose level was 434 mg/dl. Customer will treat with a pen. Customer was assisted in rewinding the pump. Customer stated that she was able to complete the set change. Customer will change the set and reservoir. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.